Event description:
Both cylinders will jam upward, and when you press the button, it does no release the air. Rear casters are not touching the ground.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.